Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The actis reamer broke while reaming the femur.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the reamer fractured approximately 3" from the proximal tip, through the most proximal section of the flex pattern. The fracture in the flex reamer was due to low-cycle, high-stress fatigue. There were no inclusions or other material defects that could have contributed to the crack initiation or propagation. A two-year search of the complaint database found no additional reports for this product code. Provided information states the reamer was being used very aggressively. A health hazard evaluation 103294293 was conducted on september 30, 2016. The review team recommended the escalation of this issue to the quality review board 103296978 based on the potential of future patient harm. Depuy orthopaedics issued a voluntary recall for all lots of the actis® flex reamers due to the instruments breaking and potentially leaving pieces in the patient. A recall notice was sent to all avps, distributors, and office managers on october 26, 2016. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.